Event description:
During levophed infusion, the pt experienced a sudden drop in blood pressure. The nurse discovered that the set was cracked. The set was replaced, the pt received the medication and the blood pressure returned to normal.